Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger and lens were advanced to mid-nozzle. The trailing haptic was folded in on the optic. The leading haptic was extended. There was no evidence of a plunger over/underride. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The indicated cartridge was not used. The device was returned with the lens advanced to mid-nozzle. The plunger, lens and haptic positions were acceptable. The root cause fore the reported lens stuck may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure the lens got stuck in the injector. The procedure was completed without any consequences but the incision had to be crossed twice to insert an implant, which increases the complications risk. Additional information has been received that incident was occurred during progression of the iol in the injection system. The iol was incorrectly positioned in injector since there was risk of damaging the implant the surgery was completed with new lens.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).